Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that the sensors were bent. The customer treated the high blood glucose readings with manual injections. The customer stated that she has been working with her health care provider regarding the high blood glucose readings. The customer was advised to call back if assistance is needed.